Manufacturer narrative:
Ab investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather info from the customer were made. To date, no response has been received. If additional pertinent info becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that they noticed a leak at the transparent plastic connection site.